Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-jun-2026, it was reported by a sales representative via phone that an ar-1588btb-2j tightrope's white tail suture that goes through white loop of the graft, then to the nitonol, becomes stuck before it reaches the button and thread through actual mechanism. Noticed during a case and pivoted to interference screws. No patient effect.